Event description:
Procedure type: colectomy. According to the reporter: post-operative leaks occurred at the crotch of anastomosis a few days out from surgery. This was an anomaly to the dr, as he rarely had leaks following this procedure in the past. The pt had to be re-operated on to control an anastomotic leak. Anastomosis was resected and re-constructed with the use of a dst gia stapler. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).